Event description:
Study event. It was reported that a physician attempted arteriotomy closure using the perclose device after a right internal carotid stent procedure. Hemostasis was not achieved; reason unspecified. Manual compression was applied for approximately 1 hour to achieve hemostasis. The patient was discharged to home; however, 3 days post stent procedure, the patient presented to the emergency room with a right groin hematoma; size not specified. The patient was unable to void, and a urinary catheter was placed and the bladder was drained. The right groin was stable, and the patient was sent home in 2007 with the foley catheter in place. No additional information available.

Manufacturer narrative:
The device was not returned, and there was no lot information. We were not able to perform device inspection or device history record review in this case.